Manufacturer narrative:
This report is filed march 23rd, 2015.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently the device was explanted on (B)(6), 2014; during the same surgery the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.